Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6- health impact - clinical code- unspecified infection is n/a which was reported on initial report. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows signs of use and the dovetail was flared out. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. X-ray review indicates there is varus alignment of the knee with narrowing of the medial compartment. Although nonspecific, findings can be seen with polyethylene wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right revision procedure seven weeks post implantation due to articular surface prosthesis fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: lnvatec osc 13x90x1.27f catalog # 13-0901-27l-f1 lot # 365942; 3.5mm hex head screw x38mm catalog # 20-8000-000-18 lot # unknown; tm tibial central cone sz xsm catalog # 42-5450-005-10 lot # 64751284; psn rev tib fix np sz f r catalog # 42-5420-075-02 lot # 64835311; psn rev 6mm off stem 12x135 catalog # 42-5606-135-12 lot # 65085732; psn tib hlf blk sz ef rm 10mm catalog # 42-5558-054-10 lot # 64729055; psn tib hlf blk sz ef rl 10mm catalog # 42-5558-052-10 lot # 64729050; psn rev fem cmt ccr std sz 9r catalog # 42-5046-066-02 lot # 65045972; psn rev 6mm off stem 15x135 catalog # 42-5606-135-15 lot # 64669677; psn fem post aug sz9 15mm catalog # 42-5568-066-15 lot # 64363757; psn fem distal aug sz9 10mm catalog # 42-5566-066-10 lot # 64336306; tm femoral central cone sz med catalog # 42-5450-010-12 lot # 64470412; all poly pat ve 32 mm dia catalog # 42-5402-000-32 lot # 64941145. Device evaluated by MFR: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right revision procedure seven weeks post implantation due to articular surface prosthesis fracture and infection. Attempts to obtain additional information have been made; however, no more is available.